Manufacturer narrative:
Age at time of event: 18 years or older. Used (B)(6) 2018 as event date since the exact date was not provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% target lesion was located in the severely tortuous and severely calcified distal right coronary artery (rca). A 4.00 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was completely removed and it was noted that the stent was lifted. The procedure was completed with a non-bsc device. No patient complications were reported.